Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
The drill bit dropped out of the foam holder.

Manufacturer narrative:
This MDR is being filed retrospectively. The dislodging of the drill bit from the foam holder represented a risk that the primary packing could be compromised by the pointy tip of the dril bit. Spiegelberg improved the packaging process to prevent recurrence.

Event description:
The drill bit dropped out of the foam holder. The primary packaging continued to be intact. This was noticed by the distributor. No patient was harmed.